Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging inaccurate high readings on the pt's one touch ultrasmart metr. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt contact lfs to obtain further clinical info. The pt mentioned that she obtained a reading of 126 mg/dl on (B) (6) 2010 at 5:00pm and took a sliding scale of insulin (1 1/2 units of humalog) based on the meter reading. She also had very little to eat. She claimed that she felt disoriented shortly later and passed out at 6:00pm. Someone contacted 911 and the pt was taken to the hospital where she received IV glucose ay 6:30pm and was then discharged after treatment. The pt's blood glucose was taken in the ER; however, result was not provided. A quality control test was not done since the pt did not have any control solution. No further clinical info was provided. It would have been helpful to know the pt's sliding scale range, reading in the hospital, how soon the pt regained consciousness and what the reading was prior to being discharged. It would have also been helpful to know her reading prior to the event. Product were replaced. The complaint is being reported since the pt alleged that due to the elevated reading, she took insulin based on the meter result and shortly later passed out and had to receive medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.